Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/04/2024.

Event description:
Patient reported ¿silent rupture¿ healthcare professional reported later "rupture." This record is for the left side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b,h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported ¿silent rupture¿ this record is for the left side. Device remains implanted.

Event description:
Patient reported ¿silent rupture¿ this record is for the left side. Device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed openings on the device.

Event description:
Patient reported ¿silent rupture¿. Healthcare professional reported later "rupture". This record is for the left side. Device has been explanted.